Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported to (B)(6) representative by (B)(6) staff member. Not linked to an operative case. Connection lug on the underside of the attune liner trial has snapped off. Femoral trial has a deep cut in plastic surface. Csd will not accept for processing.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.